Event description:
Pentax medical was made aware of a complaint for "foggy image" that occurred in (B)(6) in the apac region involving pentax medical video colonoscope, model ec38-i10cl, serial number (B)(4). The endoscope has since been inspected at the pmk service center and is currently awaiting repairs. On 23-aug-2021, a device history record(DHR) review for model ec38-i10cl, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 29-jan-2019 under normal conditions, passed all required inspections, and was released accordingly. There was a concession per (B)(4). There were no reworks and the dates of approval for shipment and actual date shipped were confirmed for 29-jan-2019.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.